Event description:
It was reported that the surgeon completed a first stage revision at brisbane private. He inserted a temporary cement spacer in the leg and is hopeful that a new prosthesis can be implanted in early 2015.

Manufacturer narrative:
Additional devices listed in this report:cat # 5515-f-602, lot # s9tjk, description: triathlon ps fem component, cemented.cat # 5520b700, lot # ecdrh, description: triathlon prim cem fxd bplt #7.unknown patella.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, material analysis, functional inspections were not performed as product was not returned. -medical records received and evaluation: not performed as medical records were not received. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided.. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: lot ID, sterile lot ID, return of reported devices, x-rays, operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the surgeon completed a first stage revision at (B)(6). He inserted a temporary cement spacer in the leg and is hopeful that a new prosthesis can be implanted in early 2015.